Manufacturer narrative:
(B)(4). Batch # r5a06a investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one ecr60m cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
Surgeon fired psee60a with grey reload, jaws, opened after firing, then closed jaws to remove stapler through trocar. Nurse could not open jaws to remove spent cartridge. Opening button seemed to be jammed/broken. New stapler open. No issue to patient. Procedure: anterior resection.